Manufacturer narrative:
(B)(4). Lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's right eye (od) on 09/18/2006. The lens had an inadequate vault and refractive change over time. The surgeon is planning to explant and exchange the lens. The lens remains implanted.